Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2017-02121. This report is being submitted as additional information. The serial/lot number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device ¿ 11 days (calculated from date of implant to date removed.). Manufacturer's investigation conclusion: no product was returned for evaluation. The reported event of thrombus could not be confirmed through this evaluation. Additionally, a direct correlation between the centrimag blood pump and the reported events could not conclusively be established through this evaluation. The centrimag blood pump IFU states that the pump has not been qualified through in vitro, in vivo, or clinical studies for long-term use (longer than six hours) as a bridge-to-transplant or for pending recovery of the natural heart. This document also lists thromboembolic phenomena as possible side effects that may be associated with the use of the centrimag blood pump and warns the user to monitor the circuit carefully for any signs of occlusion. Additionally, this IFU explains that the pump is intended to be used with systemic anticoagulation and instructs the user to always have a spare centrimag blood pump, back-up console, and equipment available for change out.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The patient was supported by an extracorporeal circulatory support device with an open chest and continuous irrigation. Patient was off heparin initially after the initial operation for 48 hours due to epistaxis and gastrointestinal bleeding. Unfortunately, the patient developed a root thrombus with extracorporeal membrane oxygenation (ECMO) requirement which was done emergently by the bedside. The patient then developed an embolus to right upper extremity (rue) requiring emergent thrombectomy. Due to recurrent ventricular tachycardia (vt) requiring many defibrillations, the patient was placed on amiodarone and lidocaine infusions. Due to acute kidney injury (aki), the patient required continuous renal replacement therapy (crrt) therapy. On (B)(6) 2017, the extracorporeal circulatory support device was removed. Placement of the another manufacturer's device was performed. The aortic root thrombus was removed in its entirety and the chest was closed. Subsequently comfort measures were taken due to multisystem failure and recurrent bleeding in the airways. The patient expired on (B)(6) 2017. Additional information was requested, but was not provided.

Manufacturer narrative:
Death was inadvertently checked. The patient died on a different manufacturer's device. The manufacturer is closing the file on this event.